Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited an increase in capture threshold over the previous 5 month period. Low sensing was also noted. The lead was explanted and replaced.